Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an agile esophageal stent was to be implanted in the duodenum to cover a duodenal perforation during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the stent was attempted to be deployed by pushing the plunger away instead of pulling it towards the body. After being corrected, the technician proceeded to deploy the stent correctly, but only 1/5 of it was able to be deployed. There were no visible damages noted except for the plunger going all the way to the end of the deployment portion of the catheter. The stent was removed from the patient partially deployed. Conventional clips and x-tack were used to close the perforation, and the patient was later sent for surgery to fully close the perforation. There were no patient complications as a result of this event. Note: it was reported that the stent was attempted to be implanted to cover a duodenal perforation. However, per the agile esophageal stent system instructions for use, the stent is indicated for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, occlusion of concurrent esophageal fistulas and treating refractory benign esophageal strictures. It was reported that the "tech tried to deploy the stent improperly and pushed the plunger away instead of pulling towards the body". Per the IFU, " to deploy the stent, slowly pull the distal handle toward the proximal handle while holding the proximal handle stationary."